Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45mg/dl. Low bg cause was not known. Customer¿consumed carbohydrates¿to address bg.¿the customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.